Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional e-mail#: (B)(6). Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 4 bd luer-lok¿ syringe sterile had poor perforation, causing the packaging to rip and exposing the syringe. The following information was provided by the initial reporter: "syringe packaging is difficult to tear along perforated edges. Packaging is ripping when perforated edges are torn exposing the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/22/2022. H6: investigation: one photo and four samples of 10ml luer-lok syringes (p/n 302995) batch 1236556 were received and evaluated. All four samples have tears on the sides causing open seals of the packages. The observed condition is non-conforming per product specification. Potential root cause for the torn package from poor perforation defect is associated with the packaging process. This is most likely caused by a worn-out slitter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported 4 bd luer-lok¿ syringe sterile had poor perforation, causing the packaging to rip and exposing the syringe. The following information was provided by the initial reporter: "syringe packaging is difficult to tear along perforated edges. Packaging is ripping when perforated edges are torn exposing the syringe."

Event description:
It was reported 4 bd luer-lok¿ syringe sterile had poor perforation, causing the packaging to rip and exposing the syringe. The following information was provided by the initial reporter: "syringe packaging is difficult to tear along perforated edges. Packaging is ripping when perforated edges are torn exposing the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional e-mail#: (B)(6). Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.